Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: urology. 2024 dec;194:7-13. Doi: 10.1016/j.urology.2024.08.051. Epub 2024 aug 28. Pmid: 39208947. Https://doi.org/10.1016/j.urology.2024.08.051.

Event description:
Utilizing local anesthesia only for penile and scrotal urologic surgery: a prospective study on patient tolerability and surgical outcomes for a sedation-free option. The aim of this study was to prospectively evaluate and compare patient-reported tolerability, pain, and future anesthetic choice of patients undergoing invasive scrotal surgeries that are not commonly performed under local anesthesia (la), to the tolerability of penile procedures that are commonly performed under la. Secondarily, the authors' aimed to assess the surgical outcomes and complications of this approach. Between august 2022 and june 2023, a total of 105 patients who underwent penile (n=29; mean age of 40.43 (20.07) years) and scrotal surgery (n=76; mean age of 47.13 (10.52) years) were included in the study. Surgeries include hydrocelectomy, spermatocelectomy, epididymectomy, testicular biopsy, frenulectomy or circumcision under la alone. For circumcision, penile skin was reapproximated with a running 3-0 vicryl rapide suture along each lateral edge. For frenulectomy, skin was reapproximated with transverse interrupted 3-0 vicryl rapide sutures. A 5-0 prolene suture was used to reapproximate tunica albuginea (ta) during testis biopsy. For hydrocelectomy, edges were sewn together behind the spermatic cord with a running 3-0 vicryl suture. Patients were seen in follow-up 4-to-6 weeks after their procedure. Reported complications include penile procedure include excess pain (n=2), hematoma (n=1), and infection (n=2). For scrotal procedure include excess pain (n=?), hematoma (n=?), infection (n=?), and hydrocele recurrence (n=1). In conclusion, la alone in an office-based setting is promising for scrotal surgeries. It offers similarly high patient tolerability compared to procedures that are routinely performed under la, with the preservation of outcomes. Adopting this method has the potential for substantial cost savings, reduced wait times, enhanced accessibility, and improved surgical efficiency.